Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the sensitivity values were reading low. Analysis did find that the lower case was broken. (B)(4).

Event description:
It was reported that the external pulse generator was in need of calibration, that its sensitivity values were reading low. The generator was returned for service. No patient complications have been reported as a result of this event.